Manufacturer narrative:
Product event summary: data files were returned and analyzed. The reported event is about a clinical adverse event. No data was returned from the filed to support the report event. In conclusion, the reported clinical issue cannot be assessed through data analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after completion of an ablation procedure, a pericardial effusion was identified. The effusion required a peric ardiocentesis. Approximately 600mls of fluid were removed via pericardial tap, after which the patient was stable and the effusion was resolved. The patient was subjected to an extended hospitalization for observation. It was surmised that the effusion was likely related to either the transeptal portion of the procedure or coronary sinus catheter placement. No further patient complications have been reported as a result of this event.